Event description:
It was reported by a customer that on (B)(6) 2011, the fiber forward fired at 23,935 joules. Additional info reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, there were no error codes displayed on the console when this event occurred. There pt did not experience any injuries as a result of this event. The user did not experience any injuries from use of the system.